Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that the sheath had partially separated from the white ring. Based on the condition of the returned unit, it is likely that the reported event was caused during the manufacturing process; however the exact root cause could not be confirmed. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of event to occur.

Manufacturer narrative:
Applied medical has just received the event device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: appendectomy. Event description: "when a doctor rolled the outer ring up once, the sheath was torn. The surgeons replaced the product to new one and started over the procedure." Additional information received via email from the distributor, on (B)(6) 2017. The doctor rolled the outer ring up outward once (=inside out?)." Additional information received via email from the distributor, on (B)(6) 2017: the name of the procedure performed is appendectomy. I confirmed that other instruments didn't come in contact with the sheath. Type of intervention: replaced the product and "started over the procedure" patient status: no patient injury